Event description:
It was reported to the manufacturer that the vns pt's generator and part of the lead body were explanted due to an infection at the electrode site. It is unk if there was any pt manipulation or trauma at the device site that may have caused or contributed to the reported event. It is unk if cultures were taken to confirm the event. It is unk if there is infection also at the generator site. Good faith attempts to obtain add'l info regarding the reported event are currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator an lead prior to distribution.